Manufacturer narrative:
Maude report, mw5069503, was received.

Event description:
It was reported that the patient complained of severe pain and discomfort. Patient mentioned that the device delivered same alert during two follow-ups in 2017 and the physician told that these were of no concern. It was noted that the lead exhibited high thresholds. Device was a part of the advisory. Device was explanted and replaced.